Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery. The 3.5x16 mm graftmaster covered stent was implanted; however, the perforation was not sealed. While the graftmaster covered stent reportedly did not cause or contribute to complications or adverse events, the patient ultimately expired. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery. The 3.5x16 mm graftmaster covered stent was implanted; however, the perforation was not sealed. While the graftmaster covered stent reportedly did not cause or contribute to complications or adverse events, the patient ultimately expired. Subsequent to the initially filed report, it was reported that the patient presented with st elevated myocardial infarction. There was no issue with the graftmaster, it just did not seal the perforation. Balloon dilatations were performed on the graftmaster stent but aborted as the patient required cardiopulmonary resuscitation (CPR) due to ventricular fibrillation. There were no adverse effects due to the graftmaster and the physician stated that the device did not cause or contribute to the patient death as the patient was declining toward death prior to use of the graftmaster. The cause of death was ventricular fibrillation which the patient never recovered from. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak; however, the reported patient effect of unrelated death was due to ventricular fibrillation which the patient never recovered from and not related to the device or procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2 - outcomes attributed to ae: "death" was removed and replaced with "na". H1 - type of reportable event updated from "death" to "serious injury." H6 - health effect - impact code 1802 was removed and code 4641 was added; health. Effect - clinical code 4454 was removed and code 4582 was added.